Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that the blood glucose reading is 500 mg/dl. Caller stated that customer had strep throat the previous week. Hospital treated with IV insulin. The last blood glucose taken was 309 mg/dl by the end of the call. Nothing further reported.